Event description:
The port was placed about three and a half years ago, it was ready to be removed in the operating room. Attempted to remove but the catheter was stuck, it would not come out and had to reschedule for another day. Second attempt to remove the catheter was done in the cath lab about five days later, which was successful.